Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood of 467 mg/dl. Customer¿s blood glucose was 241 mg/dl at time of incident. Customer took correction of 6.5 via pump bolus. Customer performed high pressure test and passed the test. Customer advised to change entire set, reservoir and insulin and revert to hcp¿s instructions. Insulin pump will not be return for analysis.